Event description:
Facility account reported a 2.0mm drill bit from the 2.7mm foot modular set broke off in the pt's right tibia during the procedure. The piece that broke off remains in the pt's tibia.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.